Event description:
Literature article "an unusual case of breast implant-associated anaplastic large cell lymphoma," a [patient] presented with two months of progressively enlarging right breast mass. Additionally, "large infiltrative mass involving the right medial chest wall musculature with right axillary adenopathy along with a peri-implant fluid collection" and "extension into the pleural/extrapleural compartment along with involvement of regional lymph nodes and osseous invasion of the ribs" were reported. Ultrasound-guided biopsy of right breast mass and right axillary lymph node showed cd 30-positive alk-negative. Necrosis was reported postop; this event is not device related. Patient received chp-bv (cyclophosphamide, doxorubicin, prednisone, and brentuximab vedotin) for six cycles with complete metabolic response. This was followed by extensive surgical extirpation and reconstruction, radiation for residual disease and consolidation with autologous stem cell transplant. Device has been explanted. This record is for the right side. Manufacturer of the device is unknown.

Manufacturer narrative:
(B)(4). Article citation: premji, sarah, et al. ¿an unusual case of breast implant-associated anaplastic large cell lymphoma.¿ case reports in hematology, vol. 2022, 2022, pp. 1¿5., https://doi.org/10.1155/2022/4700787. The events of "lymphoma-alcl, lymphadenopathy, mass, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl and mass.